Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation from essure, pelvic organs appeared inflamed during surgery (removal in 2015), misdiagnosed with interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), abdominal distension ("looked bigger due to bloating"), dyspepsia ("chronic heartburn without acid reflux disease"), migraine with aura ("migraine with aura"), abdominal pain upper ("chronic upper abdominal pain"), constipation ("constipation (misdiagnosed with ibs)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), drug hypersensitivity ("allergy to medications"), food allergy ("food allergy"), allergy to metals ("metal allergies"), menstrual disorder ("terrible periods"), coital bleeding ("bleeding after sex"), dyspareunia ("painful sex") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (surgery to remove essure in 2015). Essure was removed in 2015. At the time of the report, the pelvic inflammatory disease, arthralgia, abdominal distension, dyspepsia, migraine with aura, abdominal pain upper, constipation, urinary tract infection, fungal infection, drug hypersensitivity, food allergy, allergy to metals, menstrual disorder, coital bleeding, dyspareunia and cervicitis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, cervicitis, coital bleeding, constipation, drug hypersensitivity, dyspareunia, dyspepsia, food allergy, fungal infection, menstrual disorder, migraine with aura, pelvic inflammatory disease and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammation from essure, pelvic organs appeared inflammed during surgery (removal in 2015), misdiagnosed with interstitial cystitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), abdominal distension ("looked bigger due to bloating"), dyspepsia ("chronic heartburn without acid reflux disease"), migraine with aura ("migraine with aura"), abdominal pain upper ("chronic upper abdominal pain"), constipation ("constipation (misdiagnosed with ibs)"), urinary tract infection ("uti"), fungal infection ("yeast infection"), drug hypersensitivity ("allergy to medications"), food allergy ("food allergy"), allergy to metals ("metal allergies"), menstrual disorder ("terrible periods"), coital bleeding ("bleeding after sex"), dyspareunia ("painful sex") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (surgery to remove essure in 2015). Essure was removed in 2015. At the time of the report, the pelvic inflammatory disease, arthralgia, abdominal distension, dyspepsia, migraine with aura, abdominal pain upper, constipation, urinary tract infection, fungal infection, drug hypersensitivity, food allergy, allergy to metals, menstrual disorder, coital bleeding, dyspareunia and cervicitis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, cervicitis, coital bleeding, constipation, drug hypersensitivity, dyspareunia, dyspepsia, food allergy, fungal infection, menstrual disorder, migraine with aura, pelvic inflammatory disease and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.